Manufacturer narrative:
(B)(4).

Event description:
After cementing restorations with multilink automix, post operative sensitivities occurred. Patient required endodontic treatment. No further information is available.